Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient pn (B)(6), 2009.according to the complainant, the patient experienced serious abdominal pain, mesh erosion, vaginal bleeding, dyspareunia and additional surgeries.all other information, including the patient's current condition, is unknown and reportedly unavailable.